Event description:
It was reported to philips that the device experienced a sporadic loss in ECG where the 4 lead was not recognized. Numerous operational checks were performed and the device always passed them. There was no patient involvement.